Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a kink / bend in the tubing. The following information was provided by the initial reporter: bd alaris pump infusion set discovered. Ref no. 2426-0007. Second such one discovered by this rn to date. Tubing is pinched below white filter and is so severely crimped as to be unable to uncrimp/as to block flow of fluid. Lot no. 26035755. Additional information: the first incident, the defect was observed during use. The second incident, the defect was observed before use. Please see further details from the department reporting the incident: the first time the nurse found the kink they had spiked the fluid, but it would not flow. They were checking their lines before spiking after that incident and found the kink in advance this time.